Event description:
Thank you for taking the time to listen to myself, and every other woman who's lives have been turned upside down after having the essure procedure. I decided after my second born that my family was complete. My husband and I sat down and discussed our options for quite a few months. When I finally decided to go through with a permanent sterilization, I made the appointment. I originally went in to talk about a tubal ligation, however, my doctor told me that there was this new permanent procedure called essure. At the time, it was an outpatient procedure. My doctor spoke very highly of this new procedure and insisted it was a safe and effective procedure with little to no side effects. So, we decided to go through with an essure procedure on doctors recommendation. We made the appointment. I had the essure procedure done in (B)(6) 2008. As I laid in the hospital bed being prepped for surgery, I sobbed. This was a hugh decision for me. This closed a chapter in my life. But I was at peace with the thoughts that this would be a good decision and we could enjoy the life and family we have created. Little did I know, I was about to turn my life upside down. After waking up from the procedure, I was already experiencing cramping. The doctor told me it was normal for a couple days of mild cramping. However, he did not listen to me while I was telling him it was severe cramping. I called the office a couple days later to tell them of the cramping. They said it shouldn't be that bad and maybe something else was going on. Over the last seven years, I have gone to doctors and told them of my symptoms of severe cramping, heavy periods, terrible pressure during my period as if a bowling ball is down there, severe cramping during ovulation, sharp pains during ovulation, and nausea that leads to almost fainting, feeling shaky and having low blood sugar often, and really just not feeling right, etc. I explained each and every appointment that I really believe essure may be to blame, as these symptoms all came up after having the essure procedure done. Appointment after appointment nobody would listen to what I was saying. I went from doctor to doctor trying to get just one to listen to what I was saying. They all said the same thing, "it could be your age," "your body changes the older you get," "it's not essure!," and anytime I bring up the essure, they repeatedly tell me "essure is permanent, so it cannot be removed!" I have been in pain for close to 8 years now! I have suffered greatly after having this procedure from my own personal physical health, to my mental health, to my intimate relationship with my husband. The pain and suffering from this major life decision is more than any woman should ever have to go through. For myself, this was one of the hardest decisions (permanent sterilization) I have ever made in my entire life. I have suffered enough. It is my great hope that this will be made right to myself, and to all of the other women out there who are all going through this. This procedure in itself was very painful and even caused bleeding. Doctor disregarded my complaint and carried on with the procedure.